Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
Follow up information received reported that the patient did not realize they had 2 programs and was instructed how to turn up the stimulation on program 2 on their implantable neurostimulator (ins) to cover their right side. The patient was also reprogrammed. No further complaints had been heard from the patient and they were reported as doing good. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that they inserted the ¿stimulator cord¿ on 2014 (B)(6). After implant, the patient felt stimulation high up in the stomach, but it should have been in the lower back and legs. Then, she felt stimulation high up in her stomach and also in the lower back and legs. The patient was only supposed to feel stimulation in the lower back and legs. As a result, the patient met with the ¿clinical nurse¿ on 2014 (B)(6) and notified her of the issues with feeling stimulation in the stomach. It was confirmed that by ¿clinical nurse¿ the patient meant the manufacturer's representative. The manufacturer's representative changed the patient¿s stimulation settings from the lower back to legs. The following week after seeing the manufacturer's representative, the patient¿s right side ¿went out again.¿ the patient again met with the manufacturer's representative in at the healthcare professional (hcp) office on 2014 (B)(6). The manufacturer's representative changed the settings for the patient¿s legs. The stim was programmed for two settings where the patient could control both the right and the left instead of one. However, the patient still had been uncomfortable since the changes because she was getting ¿vibes like crazy.¿ the patient stated that the manufacturer's representative advised her that the stimulation settings could not be set for the same for both the right and the left and that would never work. Then, the patient met with the manufacturer's representative again 2014 (B)(6) because, ¿it went out¿ on her back, and the device ¿still was not working the way it should¿, which had been since 2014 (B)(6). The patient stated the manufacturer's representative kept trying to reset the patient¿s device but it did not work. The patient stated the manufacturer's representative gave her a separate setting for her back and had a hard time getting the settings to work for both the right and left side of the patient. Now, the patient had three settings. The left side was strong but the right side was weak. The patient stated when she went to adjust only the back setting, no matter where she set it, it was all on her left side and it was weak on her right side. This was the problem that the patient was dealing with now. The patient stated she had a trial last year and the settings were all done and were okay. The patient was on one setting and it worked for everything, the back and the legs. The patient stated she had not had one day of pleasure since the implant. The settings had either been too high or too low and it cannot get set right where the patient was comfortable for one day. The patient was redirected to the healthcare professional (hcp). No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.